Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 2.80 x 16 mm graftmaster rx covered stent delivery system (sds) was attempted to be advanced; however, could not be loaded [advanced] over an unspecified 014 guide wire. A new unspecified graftmaster sds was advanced over the same wire and the stent deployed to successfully seal the perforation. The use of the graftmaster did not cause or contribute to complications or adverse events. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire); however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.